Event description:
It was reported that there was a loss of therapeutic effect. The therapy stopped working for the patient in (B)(6) 2014. The patient gained 50 pounds since (B)(6) 2014. The health care professional (hcp) was removing her current implantable neurostimulator (ins) because he thought there was a defect in the product. The patient would be implanted with a new ins. The device replacement was scheduled for (B)(6) 2015. The patient had multiple sclerosis (ms) and was wondering if this could be making her bladder symptoms worse. The hcp told her no. The patient was fine when up and moving but the minute she laid down to relax, she had to go to the bathroom constantly. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06nfs, implanted: (B)(6) 2013, product type: lead. (B)(4).